Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that and unspecified malfunction alarm occurred after the pump was submerged in water which resulted in the pump shutting down. Subsequently, it was reported that the pump touch screen was unresponsive and an additional malfunction alarm (malfunction 07) occurred. Pump was rest to resolve the issue, however, a different malfunction alarm (malfunction 03) occurred. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.